Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including periodic self-test, multiple shock testing, and functional testing without duplicating the reoport. Review of the device log does show the reported error message, however, the error was no longer present after performing the self-test. Internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type.